Event description:
Symptoms/ae: access site ooze, access site pain, toe numbness and tingling. Time of symptoms/ae: after vessel closure. Device malfunction: unknown. It was reported that a physician trained in the use of the perclose proglide achieved arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, following the procedure the patient developed discomfort in the right groin and right toe numbness and tingling. An unspecified medication was provided resolving the symptoms. The patient also developed right groin access site oozing. Manual pressure and a sandbag were applied and the oozing resolved by the time of discharge. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.